Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative. The patient had an implantable neurostimulator (ins) for cervical spine postoperative pain and was currently using adaptivestim since it was programmed in (B)(6) 2016. The body position setting was reprogrammed to "upright" from "lying", however, the patient programmer still showed "lying" when the patient was upright or walking. The transition settings was confirmed as zero seconds. It was noted the issue did not always occur. The ins was programmed using an amplitude of 2.1 to 2.3 volts, a pulse width of 210 to 300 microseconds, an impedance of 700 to 800 ohms, a rate of 5 hertz and bipolar polarity with electrode 12 for the anode and 11 for the cathode. The patient used the ins 24 hours a day. There were no x-ray images available. However, telemetry data was available. There were no factors reported that may have led or contributed to the issue. Diagnostics and troubleshooting included confirming that the transition settings was zero seconds. The mobility rate was set up to maximum low and the patient was told to take a photograph of the indication of the body position and indication on the patient programmer screen if the same issue occurred. According to the photographs, the device sometime showed upright and mobile correctly, but changed to lying at some point. There was not any tendency and characteristic of change. Treatment worked without a problem but it was unknown when this failure started. On (B)(6) 2017, an orientation reset was performed and adaptivestim was reprogrammed to address the issue. The patient felt stimulation. There was no patient complication associated with the event. After the orientation reset on (B)(6) 2017 and the adaptivestim setting, it was confirmed that the body position and indication matched. The patient programmer was also replaced, and it was confirmed that the body position and indication matched. However, on (B)(6) 2017, it was reported that the phenomenon was observed again. A medical examination was being performed at another department in the hospital. Accidentally, in the waiting room, a setting item (probably grouping, which had not been changed) was confirmed to be changed. The patient programmer was used and the following was indicated when selecting the standing position: group b  1: 2.6v, 2: 2.00v, 3: 0. 20v, 4: 1.00v. It was strange as those were completely different from the initial setting. The manufacturer representative received a photographs of the patient programmer regarding the onset of the issue. Another photo showed the output of the setting on (B)(6) 2017. After checking these two attachments, it was found that the setting output and the indications on the screen were different. Though, it was considered that this photo of the patient programmer might be taken during the 2 minutes of switching from upright to mobile. From the manufacturer representative's perspective, it was considered that the initial issue resolved since "lying" was not indicated with standing position since the orientation reset performed on (B)(6). However, the additional information indicated the position setting was switched (upright to lying left) during the same body position, and the occurrence cause was unknown. Therefore, analysis was requested. The patient considered the cause of the issue may be either lead loosening or fracture of conducting wire inside the lead. The patient wanted the lead checked if there was neither lead loosening nor fracture of the conducting wire inside the lead. Of note, the impedances were between 703 and 785 ohms. On (B)(6) 2017, the patient reported that currently pain relief had been performed with stimulation to both hands, fingers, and left lower extremity. Output changed by the event that position setting of adaptivestim automatically switched. When the patient felt that stimulation was strong, the patient's hands started shaking by twitching. On the other hand, when stimulation was not enough, the pain came back again that interfered with computer work or writing.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. The returned device passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced on (B)(6) 2017. During the operation, the ins telemetry was performed before disinfection and the impedance was measured. No abnormality was observed . The ins was turned off and the data was obtained, then the ins was explanted. A confirmation work was going to be performed at the department of clinical engineering of the facility until (B)(6) 2017 to check if the same symptom was observed. The following was performed before the new ins was unpacked. The adaptivestim setting was performed (each position). The position was checked using the clinician programmer and was confirmed by the physician. It was judged that there was no abnormality. Each position was checked using the patient programmer after exiting the clinician programmer and was confirmed by the physician. It was judged that there was no abnormality. The lead was connected and the suture hole was fixed. It was requested to place the ins as horizontally as possible since the x-ray photograph confirmed that the previous ins had been implanted around 45 degree angle. A portable x-ray was performed after closing the wound and it was indicated that the ins was implanted slightly diagonally, but the angle was softer than the previous implantation that was considered to be within permissible range. After the ins was explanted, the position was checked with the angle of the previous implantation. The response was normal. When the angle of the ins changed to lying r or lying l, without regard to the angle of the previous implantation, "upright" showed for both angles. It was understood that it could be said that the sensor worked properly in accordance with the implant angle. The patient was sitting on the edge of the chair, therefore the ins was in a horizontal state to the chair. Synchronization was performed from different angles and it was confirmed that "lying b" showed when the surface of the ins was almost horizontal to the ground. The medical technician confirmed this as well.